Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history and a device history record review are in progress and results will be provided in a follow-up medwatch report. The march 2007 15-month lithotripter basket complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trends were noted.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangeopancreatography using a trapezoid rx lithotripter on a male patient (age unk), the "tip of the basket would not deploy". The physician was "doing a sweep of the common bile duct" and attempting to crush a stone when the tip would not deploy causing the basket to become "lodged in the common bile duct". A "needle knife (was used) to make (the) sphincterotomy larger in order to remove the basket". Afterwards, the physician "stopped the procedure and had the patient taken down to surgery to remove the stone." The condition of the patient is "unk" despite several attempts to receive the information.